Event description:
During a hip arthroscopy using the eflex tac-s probe, it was reported that the probe after being on for about a minute just stopped working. It was reported that the surgeon felt the probe appeared to have shorted out. A back up device was used to complete the procedure. There were no reported patient injuries or complications.

Manufacturer narrative:
Evaluation narrative - we regret that we are unable to provide an analysis of the reported complaint pertaining to the above referenced smith & nephew product. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. A review of the complaint history records and quality records associated with this manufactured lot number c42288 confirmed that there no additional complaints that have been filed. If the product is returned in the future, the complaint can be reopened and evaluated. Our quality department will continue to monitor for trends. No further investigation is required. (B)(4).

Manufacturer narrative:
(B)(4).